Event description:
During the procedure, a steam pop occurred and a tamponade was noted following the procedure. The patient is in stable condition.

Event description:
Following an atrial fibrillation and typical flutter ablation procedure a cardiac tamponade occurred requiring a pericardiocentesis. At the beginning of the procedure catheter impedance rose to 150-170 and during the ablation of the cti a steam pop occurred, and the physician stopped to observe for hemodynamic instability, no changes occurred, and the procedure continued. Following the procedure when the patient was awakened from anesthesia they complained of chest pain, an echo confirmed the perforation and a pericardiocentesis was performed. The physician believes the perforation occurred with the steam pop. The patient was stable and discharged the following day as planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Additional field information indicated that ablations were performed with an rf power up to 35w. The tacticath se IFU warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and ¿too high rf power during ablation may lead to perforation caused by steam pop" and "high power should only be used in special circumstances and only when good contact force cannot be achieved". However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported steam pop and cardiac tamponade. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.